Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient started feeling pain and shocking behind her head and neck; these issues began (B)(6) 2016. The patient initially reported that she fell in the shower about two days prior to (B)(6) 2016, however the patient later reported that she fell on (B)(6) 2016. It was further reported that the patient was experiencing shocks and burning to her head / brain and the tightening of her neck muscles since (B)(6) 2016. Additional reported symptoms included horrible anxiety, panic attacks, muscle fatigue, and muscle twitches; these reported symptoms had occurred since the reported fall in (B)(6) 2016. In addition, the reported symptoms were considered a sudden change in therapy/symptoms. It was noted that the patient had turned off stimulation on (B)(6) 2016. The healthcare professional was made aware of the fall, and the healthcare professional had checked the patient¿s device. The patient¿s indications for use included non-malignant pain and head/neck (non-malignant).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information reported by the manufacturer representative reported that the patient's muscle was twitching and she had shocking stimulation down her right arm when she turned her neck left or right. Reprogramming was able to get some stimulation in the patient's right face/jaw line, in front of her ear and in her neck. The patient also had stimulation at the back of her head, but reported she primarily felt a pressure and it was helping with the pain. The patient stated that program two provided the majority of the facial stimulation that helped her. It was noted that the lead used in program two only had two electrodes to use and the patient couldn't feel much of anything other than pressure with the pulse width and amplitude maxed out and using the other lead produced arm stimulation. Additional information received from the consumer reported that since she fell and broke her lead most of the stimulation was going into her trigeminal nerve and felt like shocking and twitching of the nerve and was getting progressively worse. The patient had been seen by the physician and was waiting for a surgeon to replace the lead and had reprogramming done. The patient stated that program one controlled her neck pain down to her spine, but was now delivering some stimulation to her jaw area and program two was turned off and was supposed to cover her facial, right eye and right jaw area. The patient reported that the pain was progressively getting worse and she felt pressure in the back of her head. The change in therapy or symptoms was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.